Manufacturer narrative:
This medwatch is in response to FDA report number mw5081566. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. [Mw5081566].

Event description:
Health professional reported, via sus voluntary event report (mw5081566), left side "developed a seroma and now has breast implant associated anaplastic large cell lymphoma". Device was explanted.